Manufacturer narrative:
Since it has been communicated that the device is still implanted codman will not be able to conduct a proper investigation. A lot number has been provided therefore, codman will review the mfg records. We anticipate that the records will reveal that the device conformed to specifications prior to being released to stock. If anything other wise is revealed a f/u report will be filed. In addition, if at some point we are notified that the device has been explanted and returned, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the pt rec'd a replacement valve, and it was reported that the replacement valve was still not draining. The surgeon changed the pressure from 100mm h20 and then to 30mm h2o. It was reported that the valve started draining at 30mm h2o. The valve is still implanted in the pt. It was also mentioned that the clinical condition of the pt does not warrant a 30mm pressure setting.